Manufacturer narrative:
Date rec¿d by MFR: 20sep2019. Date of report: 23sep2019. A power management board was returned for analysis. An investigation was performed and unable to replicate failure. Cycle testing did not replicate reported failure. All leds operate normally. The client was issued a credit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15jul2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported the unit will not power on. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.